Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:investigation revealed that the audio bolus button cover had a hole in it and the audio bolus button was unresponsive. Visual inspection revealed that the battery compartment was cracked. Leak testing revealed a leak at the audio bolus button and at the battery compartment crack. The audio bolus button slug was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.